Manufacturer narrative:
Investigation found that the customer complaint was inconsistent. User was assisted by the paramedics to recover from the hypoglycemic symptoms. User is doing fine now.

Event description:
On august 18th 2020, senseonics was made aware of an adverse event where user experienced hypoglycemic coma and paramedics was called in but the user was not hospitalized.